Event description:
A falsely elevated troponin I result of 1.2 ng/ml was obtainted. The result was not reported to the physician. The sample was retested again, and a result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to wash station maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause was wash station maintenance. Maintenance was performed by a dade behring field service representative. The instrument is operating within specifications.